Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient was having the same symptoms as before. Patient stated they have been up all night worrying about whether they are going to be soaked in the morning. The patient mentioned they spoke with their healthcare provider (hcp) and the hcp made a change but patient is still experiencing some symptoms. Patient stated they will be seeing their hcp in a couple weeks. Patient reported they do not feel the stimulation at all. Patient services specialist (pss) walked patient through how to connect with implant and increase stimulation. Patient was able to increase stim to a comfortable level. Patient will continue tracking symptoms.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the stimulator still was not helping their symptoms even after increasing stim. Patient stated they felt they were at their limit with their stimulation level and if they go any higher it would be uncomfortable. Agent reviewed option to switch programs and reviewed how to do this on the call with the patient. Agent recommended patient follow up with doctor to discuss program changes and if issues persist.